Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failure to display the air in line message, which was not reproduced due to a reload set alarm. Evaluation found the lower ultrasonic fluid number to be out of specification (low) and assigned cause to a failed upstream sensor. The upstream sensor was replaced to correct this condition. Additional information: low readings.

Event description:
It was reported that a spectrum pump failed to detect an air in line. It was also reported there was no patient injury.